Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : date of event, describe event or problem, concomitant med prod data, additional information : age at time of event, age unit, date of birth, sex, other relevant history, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that precedex (100ml bag, hung at 1730 and programmed to run at 0.3mcg/kg/hour = 11.48ml/hr.) Had "infused too fast." It was reported that the 100ml bag finished infusing at 1903. It was intended to be a twelve-hour infusion. With the current rate 11.48 ml/hour the bag should run > 9 hours. The medication was reportedly programmed via "barcode scanning." Precedex was a "routine" medication order. There was patient involvement, but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.

Event description:
It was reported that precedex had infused too fast, 2 hours instead of 12 hours on 2/12/2023. There was patient involvement but the impact is unknown.